Event description:
This event was reported as dyspnea, heart failure due to mitral stenosis and regurgitation, partial calcification and detachment of the valve and stent. No further info was provided.